Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range 2-3. (B)(6) 2015 inratio = 2.5; lab = 1.3. Time between tests < 2 hours. (B)(6) 2015 inratio = 2.3; lab = 1.8. Time between tests < 2 hours. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update:it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. Retain strip testing on strip lot 343292 had met criteria. The product performed as expected. A review of the manufacturing records for strip lot 343292 did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided.based on the information available, there is no indication of a product deficiency